Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't using their stimulation because of the difficulty charging and the amount of time it took to recharge the battery. They didn't use their stimulation that much (even though they loved it) because of the time it took to charge. The patient also had some discomfort at the pocket site. The battery was moved up just a little bit. No redness or signs/symptoms of infection were noted. Impedances were check before and after surgery and all were within the normal limits. The issue was resolved- a new battery was implanted and the patient was doing well. No further complications reported.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The ins was returned for analysis. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient was doing well with their new battery. The charging issues were with regards to the time it took to charge and receiving 8 coupling boxes. The patient didn't have any charging difficulties anymore and liked how quickly it charged. The representative noted that the ins would be returned for analysis. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4), found that the battery had reduced capacity due to a previous overdischarge. (B)(4). Product analysis # (B)(4), analysis information -- 2018-09-21 12:20:58 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a coupling test was performed to verify the ins was obtaining good coupling. Recharging was performed at 0, 1, 2, and 3 cm spacing to monitor coupling. {tested the coupling between recharge antenna and ins at body temp and various spacings. The results were 8 bars coupling at 0cm spacing, 8 bars coupling at 1cm spacing, 4 bars coupling at 2cm spacing, <(><<)>(><(>&<)><(><<)>)> 0 bars coupling at 3cm spacing.} the same coupling was observed on a known good ins. If information is provided in the future, a supplemental report will be issued.